Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment was cracked at the threads on the side. The battery cap was not returned. A test battery cap fit successfully. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no moisture ingress to the printed circuit board. The allegation of a short battery life was unable to be duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was damaged. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.